Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc). A lead dislodgement was suspected, however, no dislodgement was visible through fluoroscopy or a chest x-ray. A revision procedure was performed. The physician opted to explant and replace the lead with another manufacturer's lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was discarded and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.